Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system restarted and returned to the startup screen after switching from ultrasound to irrigation/aspiration during a surgical procedure. The system was unable to be used and the system was exchanged for an alternate system to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The customer reported that the system shut down and was unable to boot up .there was no patient harm. The company service representative examined the system and was able to replicate the reported issue. The host module was cleaned. The solenoid clip spacer and lithium battery were replace. The system was then tested and met all product specifications. The system was manufactured on february 20, 2014. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, since multiple parts were replaced and the host module was cleaned, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).